Event description:
In 2009, baxter was informed about a patient who developed bacterial peritonitis while on a clean flash device. On an unreported date, the patient began treatment with dianeal-n pd-4 1.5% uv twin bag 1500ml 3 times/day. Two days later, follow up contact was made with the patient's nurse. The nurse stated the patient had peritonitis on three days prior to original date, and was treated with antibiotics (she was not hospitalized). On the next day, the nurse asked the patient about the cause of the peritonitis, the patient told that her clean flash had an abnormal noise from two months earlier. The nurse indicated the patient wanted to exchange her clean flash. As of two days after the original date, the patient was recovering from the event and peritoneal dialysis (pd) therapies were ongoing. Another two days later, a doctor provided the following additional information. The patient had bacterial peritonitis three days prior to original date. The patient presented with cloudy effluent (neutrophils was 80% in peritoneal effluent erythrocytes count in peritoneal effluent was 380/mm3), abdominal pain and fever (38.5 degree c). Leucocytes count in her blood was 9000/mm3 and c-reactive protein was 2.0mg/dl. She was treated with an antibiotic intraperitoneal, 3times/day, for six days. On the same date, a gram stain was performed and revealed gram-positive coccus.

Manufacturer narrative:
Baxter technical service center received the device, and sent it to med-tech (manufacturer) for evaluation, due to the peritonitis case. No problem was found by visual inspection. Performed uv flash test and functional test, and the device passed all tests. The reported issue was not confirmed.